Event description:
It was reported by a customer on (B)(6) 2011 there was diminished fiber vaporization at 18,537 joules. Per the customer, the pt did not experience any harm from the incident. The fiber was not vaporizing the tissue effectively. There were no observations leading up to the incident. There were no error codes displayed on the console when this event occurred.